Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2009; 5071-53 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced for unexpected longevity and elective replacement indicator (eri). It was also reported that the patient's right atrial (ra) lead has high pacing thresholds. The replacement device was programmed at a reduced lower rate in order to decrease the amount of atrial pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was also reported that the left ventricular (lv) leads has high pacing thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.